Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient has to charge frequently the implantable pulse generator (ipg) and is not achieving full charge. As a result, the ipg was replaced. Post operatively, the patient is stable. The explanted device will not return for analysis as it was disposed by the medical facility.